Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that during removal of the stylet, the tip was inadvertently pulled thus resulting in the stent to be partially exposed; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device preparation of the 9x60mm absolute pro self-expanding stent system (sess), it was noted that the stent was partially exposed but not expanded. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided regarding this issue.